Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A photo was sent that showed the perforated tops. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6106507. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 6 rubber stoppers of the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿were discovered to be perforated during an inspection. No injury or medical intervention reported.